Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the te recognition test. Upon investigation, the ECG c d grommet was pulled from the strain relief and the solder joint connecting the front pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause of the broken solder connection at the pulse wires is the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.